Event description:
It was reported, the pt was experiencing discomfort at the ipg site. It was also reported the pt was having to recharge the ipg every other day. As a result, the pt's ipg was explanted and replaced (with a different model).

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.